Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). During this initial procedure, once the polymer cured the sealing ring was ballooned and upon withdrawal of the delivery system nose cone, the nose cone got stuck on a stent strut and pulled the graft down almost 1 cm and the strut stayed bent over. The physician placed a palmaz (non-endologix) stent over the sealing ring but was unable to resolve a type 1a endoleak. The physician elected to implant a 28x45 ovation ix aortic extender in an attempt to get the stent graft closer to the renal arteries; however, the type 1a endoleak was still persistent. At this point heparin was reversed and the procedure was concluded. The endoleak will be evaluated with a follow up computed tomography (CT) to see if type 1a endoleak self resolved.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the buckled stent (suprarenal fixation stent bent), displaced implant (aortic body movement distally) and type 1a endoleak (unresolved) are confirmed. This is consistent with the reported adverse event/incident. The exact amount of displacement of the aortic body could not be determined. The initial procedure is outside the indications of use (off-label) due to concomitant device usage (gore stents in contralateral limb). This did not appear to contribute to the reported event. The type ia endoleak was likely caused by the displaced aortic body. Device, user, procedure or anatomy relatedness of this complaint could not be determined. No procedure related harms for this complaint were identified. The final patient status was reported to be discharged to home on postoperative day two. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.